Event description:
The patient reported that they had a recalled device and a faulty lead that had to be repaired. Follow up information from the clinic provided that the patient had a pocket revision because the skin had reddened and thinned over the device possibly due to scar tissue. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.